Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient reported itch on the incision post-operatively, and the surgeon could see the suture spitting. The surgeon removed the suture to resolve the issue.